Manufacturer narrative:
Other text: b3: date of event, e1: reporter address, city, state, zip code and phone number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the item did not inflate. No patient injury.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection shows no defects. Functional testing of the syringe shows that the cuff will not be inflated, and sample works as expected. The root cause could be no failure identified. The product's history record was reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.